Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's mother reported on behalf of her son who received low readings in the night and was treated with sugar throughout the night. Customer experienced stomach pain and the next day morning a sensor reading of 43 mg/dl was obtained compared to a reading of 454 mg/dl obtained on the built in reader. Customer was treated with 5 units of novorapid fast acting insulin as a correction treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.